Event description:
It was reported that a patient intubated with a size 8.0 xltp, extended length disposable cannula cuffed tracheostomy tube-proximal required medical intervention when the 15mm connector on the size 8 xic, extended length inner cannula disconnected, and then separated from the inner cannula tubing which remained in the outer cannula. This occurred three (3) times with three (3) of the single use, disposable size 8 xics. Reporter states that with the first occurrance on 2/11/1999, the patient was being moved and repositioned when the disconnection and separation/breakage occurred. Difficulties were initially encountered with removal of the separated inner cannula tubing which remained in the 8.0 xltp outer cannula. Attending medical staff removed the separated inner cannula tubing, inserted another 8 xic and ventilaton was resumed. The reporter did not have any details regarding the two additional occurrances of the 8 xic 15mm connector/tubing separation. There was one (1) patient involved with no reported patient injuries.